Manufacturer narrative:
510k: this report is for an unknown screws: cmf/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hardware removal of a titanium mandible plate due to the area around it got infected. The bone had healed so the surgeon did not have to put a new plate. Original implantation date was unknown. It is unknown if there was a surgical delay. Patient outcome was unknown. This complaint involves an unknown number of devices. This report is 1 of 2 for (B)(4).